Event description:
It was reported that a pump was not charging properly, as it required the cable to be held in a specific position for it to connect. There was no adverse impact to the customer's blood glucose level. The device is set to be returned and a replacement pump with a new serial number was provided.